Manufacturer narrative:
Manufacturing site: asahi intecc ((B)(4)) co., ltd., (B)(4), registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time. Returned to manufacturer. The sasuke catheter was returned with the grand slam inserted inside. The distal portion of the grand slam approximately 350mm was out from the sasuke tip. At approximately 165mm proximal to the sauke tip, tearing of the outer tube was observed as where the elongated inner tube was exposed for approximately 28mm. No damage such as bend or deformation was observed on the grand slam. Microscopic observation of the distal segment on the sasuke was performed. It revealed that the torn outer tube was pleated for approximately 23-28mm from the tip. At approximately 7mm from the tip, the folded outer tube lapped over distally. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that stress generated with wire delivery had most likely contributed to the reported sasuke being stuck on the concomitant grand slam. As the stiff-type grand slam was pushed, the applied stress was localized on the distal part of the sasuke and pushed the outer tube distally; therefore, the inner tube was compressed, resistance with the grand slam increased, the inner tube was elongated and finally both devices became stuck to one another. It was concluded that this event was not attributed to product quality. This event is considered serious injury because the damage observed on the returned sasuke was too severe to completely rule out a possibility that some fragment(s) might be left in the patient. Instructions for use (IFU) states: [precautions] this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. [Malfunction and adverse effects] damage.

Event description:
It was reported that an asahi sasuke dual-lumen catheter became stuck on a concomitant asahi grand slam guide wire during a pci to treat a 90-99% stenosis in the left ascending artery (lad). Both devices were removed together to replace with new devices. The lesion was debulked using a directional coronary atherectomy (dca) device and the pci was successfully completed. There were no adverse patient effects associated with this event.